Event description:
It was reported that during device interrogation, it was noted that the patient received appropriate therapy for a ventricular fibrillation episode. The physician also observed that some undersensing occurred during the episode. The physician decided to take no action. The patient condition was good before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.